Event description:
It was reported that while the physician was using the stent (subject device), the pt developed target vessel thrombus. No other complications were reported and the pt was discharged home after 2 days in the hospital.

Manufacturer narrative:
Info obtained from a boston scientific postmarket retrospective study. Device manufacture date. Unk as the batch number was not obtained.